Event description:
Boston scientific received information that at a follow up this right ventricular (rv) lead had high out or range impedances >2000 ohms and the thresholds had risen since the implant procedure. Noise was also noted on the ventricular channel which was suspected to be caused due to a microlesion on this lead. Reprogramming was done in order to avoid inappropriate therapy. Subsequently, a system revision took place. Upon explanting, it was noted that the implantable cardioverter defibrillator (ICD) header was intact. Rv lead measurements were taken which appeared to be normal. In order to implant subpectorally another device was used. The explanted device will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Further testing on the device showed that the right ventricular port lead seal ring markings indicate that the lead was under-inserted. A standard lead was aligned with the seal marks and it appeared that the leaf spring was not centered on the conductive barrel of the lead. Laboratory analysis concluded that an underinserted lead could have resulted in the reported clinical observations.